Manufacturer narrative:
Corrected data: g5, combination product - yes.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The device remains in the patient. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis for bilateral common iliac artery dissection. Two vbx were implanted in the right internal iliac artery. On an unknown date, 2019, post-operative computer tomography scan image revealed a distal type 1 endoleak from the right internal iliac artery. On (B)(6) 2019, the patient underwent reintervention to treat the type 1 endoleak. A gore® viabahn® vbx balloon expandable endoprosthesis was successfully deployed to treat the endoleak.